Event description:
The customer indicated that they were having network problem. They said they had an acuity central monitoring system with a network errors message and wireless devices were not connecting. During troubleshooting, welch allyn technical support was able to identify that the network problem was due to a failed ups (uninterruptible power supply). The customer replaced the failed ups. After the replacement, all wireless devices came up without any problem. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.